Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. All previously reported method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving gablofen 2000 mcg/ml for a total dose of 867.4 mcg/day via an implantable pump for intractable spasticity. It was reported the patient was experiencing increased spasticity and they believed the pump was malfunctioning because they hear an audible critical pump alarm every 10 minutes that began around 4:00am this morning. It was noted that the facility's neurosurgery department was involved and stated the patient's vitals are stable. It was noted that next tuesday ((B)(6) 2019) was when the patient was due for a pump refill. It was noted that the hcp had access to an 8840, but stated the batteries needed to be changed. It was noted that the hcp would call back once there were new batteries in the 8840. The location of symptoms was other, and the hcp declined intrathecal baclofen emergency withdrawal procedures. The event date was (B)(6) 2019. Additional information received indicated a motor stall lasted 11 hours. Device interrogation revealed the motor stall occurred on (B)(6) 2019 at 3:25am and a recovery occurred at 2:04pm. The hcp stated that the rest of the event logs looked normal. There was no factors that may have led or con tributed to the issue. The patient was being covered with benzos. It was noted that surgical intervention was happening monday ((B)(6) 2019). Pump replacement was planned for monday ((B)(6) 2019). It was noted the pump would be returned once explanted. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. No further complications were reported/anticipated.